Event description:
Complaint received indicated that the brake will not lock at head end. No injury reported.

Manufacturer narrative:
Tech found the brake would not lock at the head of stretcher. Replaced brake upgrade kit to resolve this issue.